Event description:
Additional information received noted undesirable change in stimulation. Additional information received noted that intervention involved explanted device: entire system date: (B)(6) 2013. Regarding diagnostic methods, it was noted that x-ray results: one lead had migrated date: (B)(6) 2012.

Event description:
It was reported that the patient experienced ¿obnoxious¿ stimulation in the abdominal region. It was noted that there was a lead migration. It was noted that reprogramming was attempted. It was further noted that the device was explanted on 2013 (B)(6). It was noted that diagnostic test included examination and palpation. It was further noted that an x-ray was taken. It was noted that the patient outcome was resolved without sequelae.

Manufacturer narrative:
Product ID 355531 lot# n311959, implanted: 2011 (B)(6), product type screening device product ID 3550-39 lot# n310202, implanted: 2011 (B)(6), product type accessory product ID 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type lead product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3550-39 lot# n310571, implanted: 2012 (B)(6), product type accessory. (B)(4).